Event description:
Same case as: 2134265-2008-00467. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The patient originally presented with unresolved chest pain. The lesion being treated was located in the calcified mid to distal left anterior descending (lad) artery. An angiogram identified a thrombus in the mid lad. The lesion was predilated with a 2.0x12mm maverick balloon, inflated to 6 atm. A 2.50x20mm taxus express2 drug eluting stent was deployed in mid lad and a 2.50x12mm taxus express2 drug eluting stent was deployed in distal lad. The stents were overlapping and both were post dilated. No procedural complications occurred. Medication given: aspirin, plavix, integrilin, heparin, beta blocker, and nitroglycerin. Plavix was prescribed. Patient status was reported as "good." Four days post the initial procedure, the patient was brought to the cath lab due to unresolved chest pain. Angiography identified thrombus in the mid lad proximal to a bifurcation of the diagonal (dx). The area was predilated with an unknown size maverick balloon and a 2.50x12mm taxus express2 was placed. The patient had been compliant with medication as she had not been discharged from the hospital. Patient status was reported as "good" and the patient was discharged 6 days post the reintervention.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.